Event description:
A nurse called to the request assistance in setting a basal rate on the pump. During the call the contact indicated that the customer was hospitalized for high bgs and it may be pump related. Troubleshooting was performed. The nurse stated that the batteries were low and that the customer removed the batteries.